Event description:
It was reported that during a da vinci prostatectomy procedure, the instrument was not answering correctly. No missing or fallen piece were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The broken cable prevented the instrument from working properly. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the surface of the distal pulley exhibited scratch marks no other damage was found.